Manufacturer narrative:
Film evaluation results are: a review of a single still non-contrast angio image post-implant revealed that an aneurx stent graft system was implanted in the patient. The image showed a portion of the right side of the bifurcate; from the proximal margin extending distally to ~2cm below the flow divider. Just above the level of the flow divider on the right side, a large number of stent struts, possibly from 2 rows, were observed fractured and had pulled away from the fabric with likely detached sutures. The bifurcate was relatively straight in the l-r viewable axis; however, the stent graft angulation in the a-p orientation is unknown. Since the films were non-contrast no endoleak or possible fabric tears could be confirmed (or ruled out). The cause of the stent fractures and likely suture breaks could not be determined from the single image provided. The anatomy at implant and currently is unknown. It is possible that high stent graft angulation near the location of the flow divider, during the nearly 13 year implant duration, may have caused these events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that an type ia endoleak was discovered when the patient returned for follow up. During the secondary procedure to implant an aortic cuff from another manufacturer, on the intra-operative angiogram, the physician observed that the bifurcate stent graft had split from the flow divider to the proximal side. The patient received treatment. The physician implanted an ancillary stent graft from another manufacturer and performed a femoral to femoral bypass. The event was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.